Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation. The service rep replaced the cine bridge card connector on the hard disk, and the connection cable. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system displayed a cine disc missing error message, and the system would not boot up. No pt injury was reported.